Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that while impacting implant the bumper broke in half. Back up available. No delays or injuries reported. No more information available.